Event description:
It was reported that using a radial artery access approach during a procedure of the heavily calcified proximal right coronary artery (rca) the 3.0 x 38 mm xience xpedition stent delivery system (sds) was advanced but met resistance with the guide wire during advancing and during removal. The sds was removed separately from the anatomy and the guide wire without issue. A non-abbott sds was used with the same guide wire without noted resistance in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.